Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement due to the device not working properly. Upon explant, fluid loss was noted; however, its cause was not known. There were no patient complications.